Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch utra2 meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began on the evening of (B)(6) 2016. The patient manages her diabetes with self-adjusted insulin and it is not known what changes, if any, the patient made to her usual diabetes management regimen in response to the alleged issue. The patient reported that on the morning of (B)(6) 2016, she developed symptoms of feeling ¿shaky, dizzy and sweaty¿ which she immediately self-treated by drinking a glass of orange juice. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there was no misuse of the product. The csr established that the patient was using the correct test strips but the meter would not power on when a test strip was inserted per owner¿s manual or when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The issue could not be resolved with training. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged power issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.